Event description:
It was reported that the procedure was to treat two tortuous and calcified lesions in the proximal and mid circumflex (cx) artery. The lesions were pre-dilatated. A 2.5 x 15 mm xience prime stent delivery system (sds) was advanced and the stent was deployed in the mid cx lesion. The 2.5 x 15 mm xience prime sds was then advanced in an attempt to treat the proximal cx lesion; however, resistance was met with the vessel, and the proximal shaft separated in two places, outside the anatomy. The sds was removed without issue. A non-abbott stent was used to treat the proximal cx lesion. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience prime noted that the hypotube and jacket were separated distal to the strain relief tubing. In this case, the patient anatomy was moderately tortuous and moderately calcified, which likely contributed to the reported failure to advance. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported for shaft separations for this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, guide cath: 6f xb3.5, sheath: 6f. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.